Event description:
It was reported that "yesterday, 2 more broke during surgery, lot # 611394".

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.